Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) screen went out and had no power to it. They tested a new power supply, but the issue followed the central nurse's station (cns). They were provided with the part number for a replacement screen to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) screen went out and had no power to it.